Event description:
(B)(4). Same case as MFR report #: 2134265-2010-03940. It was reported that following a percutaneous carotid artery stenting treatment procedure, the patient experienced hypotension. The index procedure treated the 84% stenosed, 5x10mm target lesion located in the left proximal internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x21mm carotid wallstent. Following post dilation the residual stenosis was 0%. Prior to discharge, the patient experienced hypotension and was treated with medication. The next day, the event resolved without residual effects and the patient was discharged. Per the physician, the event was listed as "possibly related" to the filterwire ez and "probably related" to the carotid wallstent.

Manufacturer narrative:
(B)(4). This issue is being addressed under CAPA (B)(4). Service history review determined that this device has not been previously sent into service for the reported condition of "channel a select key not working." Trend review determined that baxter has received similar reports.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of "channel a select key not working". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the channel a "select" key not working. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.the software version for this device is currently not known.